Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 74 mg/dl at time of incident and the current blood glucose 129 mg/dl. The customer¿s blood glucose level was 76 mg/dl, 59 mg/dl and 50 m/dl. The customer treated with glucose tablets. The customer had experienced such as shaking, sweating, mental confusion, anxiety but was fine. The customer does not allege pump was over delivering. The customer declined troubleshooting for high and low blood glucose. The customer was advised to disconnect from set and remove the reservoir from the pump. The insulin pump will not be returned for analysis.